Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("medical device removal") and adenomyosis ("adenomyosis") in a (B)(6) female patient who had essure inserted. The patient's past medical history included menorrhagia, multigravida and parity 5. Concurrent conditions included adenomyosis. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adenomyosis (seriousness criterion medically significant). The patient was treated with surgery (essure removal, laparoscopic hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis and medical device removal with essure. The reporter commented: hysterectomy for adenomyosis. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("medical device removal") and adenomyosis ("adenomyosis") in a 36-year-old female patient who had essure (batch no. Ess305 invalid) inserted. The patient's medical history included menorrhagia, multigravida and parity 5. Concurrent conditions included adenomyosis. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adenomyosis (seriousness criterion medically significant). The patient was treated with surgery (essure removal and laparoscopic hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis and medical device removal with essure. The reporter commented: hysterectomy for adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.